Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. During advancement of a 300cm hi-torque (ht) command es guide wire, resistance was noted with a .014 intravascular ultrasound catheter. The ht command es guide wire was observed to have a cut/tear inside the patient anatomy and was removed from the sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the 014 intravascular ultrasound catheter due to a coagulation of blood and contrast resulted in the reported difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. Interaction/manipulation of the compromised device likely resulted in the reported material split, cut or torn. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. During advancement of a 300cm hi-torque (ht) command es guide wire, resistance was noted with a .014 intravascular ultrasound catheter. The ht command es guide wire was removed from the sheath and only the green portion of the guide wire was noted to be torn. It is unknown if another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.